Event description:
It was observed that during the device evaluation, the camera head exhibited poor color image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the most probable cause is due to a faulty charged coupled device. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.